Event description:
Patient reported: "lap-band intolerance, stomach pain, the band tightened to the point where I could only get fluids down, migraines, vitamin b and d deficiency, heartburn, the band tightens up on tis own," and the patient believes the lap-band caused the onset of an autoimmune disease that "the doctor thinks is sjogren's sydrome." The lap-band system was explanted and not replaced. Patient did not provide authorization to follow up with surgeon, therefore these alleged events have not been confirmed by a health professional.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Obstruction, abdominal pain, heartburn, and autoimmune disorders are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported events as follows: "if there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." "The lap-band system is contraindicated in patients or family members with a known diagnosis or pre-existing symptoms of autoimmune connective-tissue disease such as systemic lupus erythematosus or scleroderma."